Manufacturer narrative:
The reported event could be confirmed since then device was returned for evaluation and matched the alleged failure. The returned locking screw was visually inspected and found to have uniform nick marks along the thread crests,. The threads located just below the screw head (on the neck region) were significantly deformed, with the crest material crushed and displaced into the adjacent pitch gaps. The next two threads on the neck showed mild nicking and shiny, rubbed surfaces. The pattern of deformation and surface damage indicated that the screw made abrasive contact with the implant during insertion, consistent with misalignment of and the application of excessive tightening force in that position. A functional inspection was conducted in which the returned screw was attempted to be assembled on a sample plate at the proper angle, and it was observed that the screw could be inserted and locked at the proper position. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labelling did not indicate any abnormalities. No indications if material, manufacturing or design related problems were found during the investigation. Based on the investigation, the most probable root cause is user-related. The deformation observed on the screw- specifically the damage consistent with forces application at a misaligned angle. If more information if provided, the case will be reassessed.

Event description:
As reported: "screws did not lock onto the plate. The procedure was completed using screws of the same part number but from a different lot."

Event description:
As reported: "screws did not lock onto the plate. The procedure was completed using screws of the same part number but from a different lot."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.